Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer was treated with manual injection but in the morning when customer tried to use the insulin pump then the blood glucose went up to 150 points and then customer had to go for needle. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.